Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, will not be returned for evaluation. As reported the device was used beyond its manufactured expiration date. Per the device instructions for use under warning: ¿do not use after the expiration date¿. The lot number has not been provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for the reported device, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair, after used the fast-fix 360 on the patient, it was noticed that the sterilization period was expired. The device got expired at the end of february 2020. The procedure was completed without delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.